Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's onetouch ultra meter continued to prompt the "apply sample" symbol after a sample had been applied to the test strip. The medical surveillance specialist (mss) spoke with the reporter ten days later and obtained the following information. The patient's daughter claimed that the alleged issue started a few weeks prior to contacting lfs. The reporter stated that the patient manages her diabetes with two types of insulin (type unknown). As a result of the alleged issue, the patient's daughter reported that the patient either skipped a dose of insulin or guessed the amount of insulin she administered. On an unspecified date/time, after the alleged issue started, the reporter claimed that the patient developed heart palpitations and became shaky. In response to the symptoms, the patient was reportedly treated with food and/or drink by a relative and felt better afterwards. At the time of troubleshooting, the customer care advocate (cca) noted that the patient was applying the sample correctly and confirmed that the test strip was drawing the sample into the test area. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.